Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The device was not returned for evaluation. However, pictures were provided and reviewed. Visual examination of the provided pictures identified that the tip of the shell inserter had fractured. A fractured tip is seen in the impactor head. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records are not available for review. A definitive root cause cannot be determined. The complaint was confirmed based on the provided pictures of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial hip surgery, the liner inserter handle broke, and the threads were left in the impactor head. At the end of the case, it was noticed that the inserter may have been partially cracked and finished breaking off when they went to take the impactor off. It was reported that there was no patient impact, no medical/surgical intervention, no surgical delay and no foreign body retained. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 010002725, lot# zb140301 g7 32mm ball impactor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.